Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was explanted. The patient developed infection at the pump incision site. The patient status at the time of the report was noted as alive with no injury. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available as of the date of this report.